Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an IV solution of 1100mg remicade in 500ml of ns was started on a pump that was connected to a patient. The rn proceeded to turn on the pump when a leak was noted coming from around the seal of the bag and the tubing spike. There was no patient harm reported.